Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information is currently not available for this case. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Trend analysis: n/a as no item number was available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Patient was implanted with metasul cup size 56 - head 50, on (B)(6) 2006. Subsequently on (B)(6) 2008, patient underwent revision surgery to exchange mom implants to tm cup. Stem was retained and revised later on (B)(6) 2017 due to peri-prosthetic fracture. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Patient underwent revision surgery after 1 year 4 months in-vivo time due to unknown reasons. No ref/lot was available for the products. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown metasul cup generic(catalogue number unknown) on an unknown side on (B)(6) 2006 and the patient underwent revision surgery on (B)(6) 2008 due to unknown reasons.